Event description:
The complainant alleged that while defibrillating pt, the device displayed a "defib fault 79" message and would not charge fully to the selected energy. The complainant indicated that the clinician was able to obtain another device to continue treating the pt. The pt subsequently expired.